Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5210997, medical device expiration date: 2016-08-31, device manufacture date: 2015-07-29. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot number and no issues were identified.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had hemolysis.